Manufacturer narrative:
Age at time of event: 18 years or below.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.